Event description:
Information received indicates, the head side rail cable was damaged with exposed wires.

Manufacturer narrative:
The technician found the cable was routed correctly, but was somehow smashed. The exposed wires were under the head section sleep deck. The technician replaced the siderail cable to repair the bed.